Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient had to receive a reoperation because the suture broke down. The first operation was (B)(6) 2014 and the second operation was on (B)(6) 2015. The patient was experiencing post-operative pain and bleeding. The patient has returned to work following the reported event. The surgeon removed the initial suture and re-sutured with a different suture. Additional information has been requested but not yet received.